Manufacturer narrative:
.

Manufacturer narrative:
Date sent to the FDA: 09/29/2016. The needle/suture was examined for visual inspection attribute defects. There were no attachment defects found at the swage area and no defects found along of the strand. Additionally, there were slightly marks on the body of the needle likely by use of the needle holder and it was observed that the needle was bent at the middle of the body of the needle. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent pfannenstiel procedure on (B)(6) 2016 and suture was used. During the procedure, the needle bent. Another suture was used to complete the procedure. There was no adverse patient consequence. Additional information has been requested.